Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of snare loop break.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a polypectomy procedure performed on an unknown date. During the procedure, the wire snapped. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a polypectomy procedure performed on an unknown date. During the procedure, the wire snapped. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of snare loop break. Block h11: investigation results: the returned captivator cold single-use snare was analyzed, and a visual evaluation noted that the flare of the device was detached from the handle and lodged within the working length (strain relief). Upon further examination under magnification, the flare was fully detached from the strain relief to allow for closer analysis, and it was confirmed to be fully formed. Additionally, the working length (strain relief) was found to be bent. The snare loop was inspected and showed no signs of breakage. No other problems with the device were noted. The reported event of snare loop break was not confirmed. However, the problems noted during analysis likely occurred due to the manner in which the device was handled and manipulated. Excessive manipulation without sufficient care may have contributed to the observed defects. Therefore, the most probable root cause of this complaint is adverse event related to procedure.